Event description:
A little tip broke off during surgery-breaking bur into two pieces. This happened twice during the same case. There was no injury to the pt; however, x-ray surveillance was necessary to locate piece which fell into incision.